Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that before use of a 2.25x12 mm rx xience xpedition stent delivery system (sds), the sds was removed from the chipboard box and sterile package. The sds was removed from the dispenser hoop without resistance. The protective sheath and stylet were removed and the stent dislodged remaining in the yellow protective sheath. The device was not used and there was no patient involvement. Another unspecified stent was used in the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.